Event description:
The customer reported an audio failure and speaker malfunction error message appearing on the monitor. No patient harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.